Event description:
The event is reported as: device started smoking while being used on a pt. No pt injury reported.

Manufacturer narrative:
Sample was requested, but has not been returned yet. A follow-up investigation report will be sent when completed.